Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the log file review. The log file spanned approximately 9 days ((B)(6) 2021 to (B)(6) 2021 per the timestamp). On (B)(6) 2021 from 7:18 to 7:30, intermittent low voltage hazard and no external power alarms activated due to the rsoc and bus voltages simultaneously reducing to ~0v consistent with a loss of ac power while connected to the mpu. The backup battery was able to provide power to the pump during the alarm. The alarms cleared when ac power was restored to the mpu. There were no other notable alarms active in the log file. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section-¿alarms and troubleshooting¿ and heartmate iii patient handbook section-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power, low voltage hazard, and power cable disconnect. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested, but no response was received. Mpu serial number was requested, but no response was received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had log files sent in for power cable disconnects, low power hazards and no external power while tethered on the mobile power unit (mpu) on (B)(6) 2021. These were caused by power to the mpu being briefly interrupted. It was identified that the event was not related to the system controller.